Event description:
Affiliate reported that the proximal catheter was broken and additionally a shunt malfunction was suspected. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. In addition, the catheter was inspected, which confirmed the brake in the catheter, there are signs of a ligature near the brake in the catheter, therefore, it might be possible that this is the cause of the brake, but this could not be confirmed. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.